Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) unit has a transducer error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion component code), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) unit had transducer error on machine startup. A getinge field service engineer (fse) stated, machine alarms on power up. Replaced executive processor board. Calibrated transducers performed functional tests. Ran on a test balloon with multiple autofill¿s. Turned machine on and off multiple times to verified the alarm did not return. Returned iabp to the customer for clinical use. Measurement details can be found on pm service order 44663861. It is unknown if there was patient involved.